Manufacturer narrative:
This report is for an unk - screws: locking trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent a surgery fns. 10 months after the surgery, the femoral neck shortening and the implant shortening were observed, and the non-union of fracture was confirmed by CT. The patient had pain and could not walk. After one year of the initial surgery the patient was underwent for total hip arthroscopy. There was no surgery delayed are reported. The patient outcome was unknown. This is report 4 of 4 for (B)(4).